Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a keypads test failed on pcu8015 during pm. Pcu sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended (B)(6) to replace front case/keypad assy. Due to her pcu8015 with 4.7" display was end of life and end of support, front case/keypad is no longer available. (B)(6) may have to retire her unit.